Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001825034 - 2017 - 10263. 0001825034 - 2017 - 10264. Medical records - femoral stem, unknown part/lot. Acetabular cup, unknown part/lot. Acetabular liner, unknown part/lot. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised twelve years post-implantation due to pain. During the procedure, metal debris was identified within the joint. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised twelve years post-implantation due to pain. During the procedure, metal debris was identified within the joint. Additional information received in revision operative reports noted a large amount of white creamy looking fluid which communicated from the joint into the lateral aspect of the hip superficial to the greater trochanter. The greater trochanter lateral side was devoid of any soft tissues showing bare bone and there was a large amount of scar tissue creating a large pseudotumor. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Reported event was able to be confirmed via operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.